Event description:
During pci (percutaneous coronary intervention), as ptca (percutaneous transluminal coronary angioplasty) balloon was being removed from lad (left anterior descending), balloon shaft broke with the balloon at end of guide. Dr (B)(6) removed guide, balloon, and wire as one unit successfully.